Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that therapy had stopped due to a power on reset (por). The recharger was reported to be beeping. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their recharger had resolved the issue of the recharger beeping and the por message being displayed. The patient also noted their weight at the time of the event to be (B)(6).